Event description:
Event verbatim [preferred term] neck has burned out. I have got blisters with blood running out of them. Neck is blistered really bad/neck is really hurting bad/in a lot of pain [burns second degree], got blisters with blood running out of them [haemorrhage], narrative: this is a spontaneous report from a contactable consumer (patient). A 75-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number de4860, expiration date nov2022, via an unspecified route of administration from (B)(6) 2020 at unknown frequency for an unspecified indication. Medical history was none. Concomitant medication included paracetamol (tylenol) and she took some tylenol. The patient was calling to complain about a thermacare neck wraps. She put it on yesterday 06oct2020 and she worked for about hour and a half to 2 hours. Her neck had burned out. She had got blisters with blood running out of them. The patient stated no probing because she had got somewhere she had got to be in about 20 minutes. The patient had not previously used thermacare. She threw that thing away. She meant her neck was blistered really bad. Because she was really upset, her neck was really hurting bad. She was in a lot of pain. She had put aloe on them and had put a burn bandage on it. She bought it through insurance company united healthcare. She had got this thing opened and didn't see no (incomplete sentence). There was nothing on this thing where it went on you. When she was using it, she was using this shit no more. She had got 6 boxes here she was going to throw it in the garbage. She used it yesterday (B)(6) 2020 for about 2 hours. Action taken in response to the events with thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14oct2020): new information received from a contactable consumer included: confirmation of the suspect product.

Manufacturer narrative:
Batch de4860 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve sample, and trending were evaluated no quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports " my neck has burned out. I have got blisters with blood running out of them." The root cause of the adverse event/serious/unknown is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within the expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale:an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious-unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this (site name) search, a trend is not identified for the subclass of adverse event/serious/unknown. Process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Event verbatim [preferred term] neck was burned out/got blisters with blood running out of them/neck was blistered really bad/neck is really hurting bad/in a lot of pain [burns second degree], got blisters with blood running out of them [haemorrhage], , narrative: this is a spontaneous report from a contactable consumer (patient). A 75-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number de4860, expiration date nov2022, UDI number (B)(4), on (B)(6) 2020 for an unknown indication. Relevant medical history was none. Concomitant medication included some paracetamol (tylenol). The patient was calling to complain about a thermacare neck wrap. She put it on the day before (on (B)(6) 2020) and she worked for about an hour and a half to 2 hours. Her neck was burned out. She got blisters with blood running out of them. The patient stated no probing because she had got somewhere she had got to be in about 20 minutes. The patient had not previously used thermacare. She threw that thing away. She meant her neck was blistered really bad. Because she was really upset, her neck was really hurting bad. She was in a lot of pain. She put aloe on them and put a burn bandage on it. There was nothing on this thing where it went on you. When she was using it, she was using this no more. She got 6 boxes she was going to throw it in the garbage. She used it the day before (on (B)(6) 2020) for about 2 hours. The action taken in response to the events with thermacare heatwrap was unknown. The clinical outcome of the events was unknown. On (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020, the product quality complaint group provided pictures received from the patient where the burn and blister could be seen, the device lot number and expiration date could be confirmed and the UDI number could be identified as (B)(4) . According to product quality complaint: batch de4860 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve sample, and trending were evaluated no quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports " my neck has burned out. I have got blisters with blood running out of them." The root cause of the adverse event/serious/unknown is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within the expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale:an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious-unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this (site name) search, a trend is not identified for the subclass of adverse event/serious/unknown. Process related was no. Final confirmation status was not confirmed. Site sample status was not received. Follow-up (14oct2020): new information received from a contactable consumer included: confirmation of the suspect product. Follow-up (15oct2020, 16oct2020, 18oct2020 and 19oct2020): new information received from the product quality complaint group included: pictures received from the patient confirming events, device lot number and expiration date and providing the UDI number. Follow-up (09nov2020): follow-up attempts completed. No further information expected. Follow-up (09nov2020): new information received from product quality complaint includes investigation results, UDI number was updated. Follow-up attempts are completed. No further information is expected.

Event description:
Neck was burned out / got blisters with blood running out of them / neck was blistered really bad / neck is really hurting bad / in a lot of pain [burns second degree], got blisters with blood running out of them [haemorrhage]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 75-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: de4860, expiration date: nov2022, UDI number: (B)(4), on 06oct2020 for an unknown indication. Relevant medical history was none. Concomitant medication included some paracetamol (tylenol). The patient was calling to complain about a thermacare neck wrap. She put it on the day before (on (B)(6) 2020) and she worked for about an hour and a half to 2 hours. Her neck was burned out. She got blisters with blood running out of them. The patient stated no probing because she had got somewhere she had got to be in about 20 minutes. The patient had not previously used thermacare. She threw that thing away. She meant her neck was blistered really bad. Because she was really upset, her neck was really hurting bad. She was in a lot of pain. She put aloe on them and put a burn bandage on it. There was nothing on this thing where it went on you. When she was using it, she was using this no more. She got 6 boxes she was going to throw it in the garbage. She used it the day before (on (B)(6) 2020) for about 2 hours. The action taken in response to the events with thermacare heatwrap was unknown. The clinical outcome of the events was unknown. On (B)(6) 2020, the product quality complaint group provided pictures received from the patient where the burn and blister could be seen, the device lot number and expiration date could be confirmed and the UDI number could be identified as (B)(4). Follow-up (15oct2020, 16oct2020, 18oct2020 and 19oct2020): new information received from the product quality complaint group included: pictures received from the patient confirming events, device lot number and expiration date and providing the UDI number. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] neck has burned out. I have got blisters with blood running out of them. Neck is blistered really bad/neck is really hurting bad/in a lot of pain [burns second degree], got blisters with blood running out of them [haemorrhage], , narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number de4860, expiration date nov2022, via an unspecified route of administration from (B)(6) 2020 at unknown frequency for an unspecified indication. Medical history was none. Concomitant medication included paracetamol (tylenol) and she took some tylenol. The patient was calling to complain about a thermacare back pain therapy thing, lower back and hip heatwraps, it was the neck one the neck pain (pending clarification). She put it on yesterday (B)(6) 2020 and she worked for about hour and a half to 2 hours. Her neck had burned out. She had got blisters with blood running out of them. The patient stated no probing because she had got somewhere she had got to be in about 20 minutes. The patient had not previously used thermacare. She threw that thing away. She meant her neck was blistered really bad. Because she was really upset, her neck was really hurting bad. She was in a lot of pain. She had put aloe on them and had put a burn bandage on it. She bought it through insurance company united healthcare. She had got this thing opened and didn't see no (incomplete sentence). There was nothing on this thing where it went on you. When she was using it, she was using this shit no more. She had got 6 boxes here she was going to throw it in the garbage. She used it yesterday (B)(6) 2020 for about 2 hours. Action taken in response to the events with thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.